Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced diabetic ketoacidosis with blood glucose (bg) of 400 mg/dl. Cause of event was due to the infusion set site detaching from customer's body. Type of infusion set used was not reported. Customer administered a manual injection, changed pump supplies, and went to the emergency room where bg was treated with intravenous (IV) fluids, insulin drip, nausea medication, and pain medication. Customer was admitted to the hospital 9 hours later and was treated with additional IV fluids and insulin drip. Although requested, customer declined to provide any additional information.